Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "hole on bottom". Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01aug2024.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "hole on bottom". Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation/use error was received on set 05, 2024, with lot number 2356527. Based on the product analysis performed, the assessments of the complaints are: ¿ deflation use error: observed opening device assessed as surgical damage. Observed opening assessed as fold flaw opening. As per the investigation procedure wear abrasion crease particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional, later reported, "hole on bottom". Device has been explanted.